Event description:
It was rpeorted that prior to a diagnostic aortic run-off procedure the occlusion balloon leaked. While the balloon was being prepped it was noted that solution was leaking. The device was not used during the procedure. A second occlusion balloon was tried and the same problem occurred again. The second balloon also was not used during the procedure. A third occlusion balloon was used to successfully complete the procedure. The patient is reported as 'fine' following the procedure; no injury or complications were reported.